Event description:
It was reported that the patient sustained an ankle fracture on an unknown date. The patient was implanted with one-third tubular plate, k-wires and screws on an unknown date in the early 1990s. A syndesmotic screw was placed in the ankle and a post-operative x-ray taken on an unspecified date revealed a healed fracture but the syndesmotic screw had broken. Reportedly the patient complained of pain. The patient was returned to the o.r. On (B)(6) 2013 for removal of all hardware. The surgeon removed all hardware except for the broken fragment of the cancellous screw in the tibia. It was reported it was deemed too invasive to attempt removal of the syndesmotic screw. The implants were reportedly removed successfully. The hospital representative certified that all the information available to synthes was provided and the hardware will not be returned for evaluation. The part and lot numbers of the screws are unknown. The date of event is also unknown. No further information was provided. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Actual event date not known. Implant on an unknown date in the early 1990s. The lot number provided does not appear to be accurate and is not recognized. Without a recognizable lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.